Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
After review of all received information from the customer, it has been identified that the originally reported issue occurred during a scheduled preventative maintenance (pm) of the device. There is no allegation or information of a product problem during normal operation of the device so it is unlikely for this issue to recur or reach a patient, and unlikely to cause patient harm or injury. Therefore, this reported issue has been determined to no longer be MDR reportable pursuant 21 cfr part 803.

Event description:
The customer provided additional information regarding the reported issue, stating that it occurred during a scheduled preventative maintenance service of the device.